Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated ¿restart 38¿ alerts indicating consecutive stalled motor events shortly after each restart, and the device was replaced; the user¿s glucose rose to 220 mg/dl during the incident, the user administered an insulin injection, and there were no alerts for high or low glucose from the device. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included the need for backup therapy and replacement of the pump, with continued cgm use advised. Investigation included technical troubleshooting and user education, confirmation of return instructions, and arrangement for device replacement. Investigation of this case revealed a motor stall malfunction consistent with an insulin delivery interruption attributable to the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the insulin pump motor assembly.